Event description:
It was reported that this was an arteriotomy closure of right common femoral artery using a proglide device after a percutaneous coronary stent implantation interventional procedure with a 6f sheath. Reportedly, it was not possible to establish a sutured connection upon pulling out the needle handle after the second step [suture retrieval issue], causing bleeding. Manual compression was used to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The patient effect of hemorrhage is listed in the electronic perclose proglide instructions for use as potential adverse events of use of the device. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.